Event description:
#Medwatcher #(B)(4). Weight gain, adult acne, tiredness, sharp pain right side, heavy bleeding, months without period, weeks on period, large blood clots, hair loss, numbness on hands, sides of face.